Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Delivery interruptions were observed in the black box data due to ¿auto off¿ alarms. The pump was returned with the auto off set to enable on at 10 hours. The black box indicated an auto off alarm occurred at 9:10 on (B)(6) 2015 and was confirmed by the user at 9:13; however deliveries were not resumed until 11:10. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient was treated in the emergency room for low blood glucose of 36mg/dl. The patient reportedly remained on the pump. The treatment that the patient received was not specified. Pump troubleshooting could not be completed at the time of the initial contact. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy and the pump could not be ruled out as a contributor in the alleged incident.